Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the monitoring and dc/dc printed circuit boards (pcb's) were defective and in need of replacement. Replacement of the defective pcb's solved the issue. No log files have been provided. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The dc/dc pcb converts the internal dc supply voltage +12 v_unreg into the internal dc supply voltages and also controls switching between mains power and external 12 v dc power supply. According to the received information, the cause of the issue has been determined and was related to the defective pcb's. The defective part was discarded by the customer and not returned for further investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).